Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider reported that the product was left inside a patient's hand by accident.